Event description:
It was reported that there was twave oversensing (twos) on the right ventricular (rv) lead noted just five days after implant. The twos was apparently causing interruptions in the pacing operation. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was twave oversensing (twos) on the right ventricular (rv) lead noted just five days after implant. The twos was apparently causing interruptions in the pacing operation. The rv lead remains in use. It was later reported that the twos was metabolical and a second pace/sense lead was added to the right ventricle to help with the twos. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.